Event description:
The customer got an injury to his right thumb whilst removing the debris from the unit. He states the there was a knife still in the instrument. He has cut his thumb due to the sharp edge on the microtome blade. Medical treatment was necessary.

Manufacturer narrative:
The investigation revealed the following: this incident was user related, because during the removing of debris there was a knife still in the unit, and the user has forgotten to remove the knife before, respectively to use the blade guard. A customer facing letter will be sent to the customer with the recommendation in future to follow the description provided in the instructions for use.